Event description:
The costumer reported that the patient was not anesthetized.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "error code e105" would likely be a malfunction of the white light emitting diode. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation was unable to reproduce the e105 error reported by the customer. The evaluation found the white light-emitting diode failed due to a soft fault. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported to olympus on behalf of the customer that the video processor had observed an e105 error. The issue was found during preparation for use in a diagnostic tracheoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm, injury, or death.